Event description:
A healthcare facility in (B)(6) reported via our distributor that an mr340 reusable infant humidification chamber appeared to leak from the chamber base upon initial use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare ('fph') is expecting the return of the complaint mr340 chamber to fph in (B)(4) for inspection. We are not yet in receipt of the chamber in which to commence our investigation. We will therefore, submit the results of our analysis in a follow-up report following receipt of the device and completion of the investigation.